Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent, anorexia and abdominal pain. The cause of peritonitis was not reported. The patient was hospitalized for the event one day after cloudy effluent onset and hospitalization was prolonged due to anorexia. The patient was treated with vancomycin (dose, route and frequency was not reported) and ceftazidime (1 gram per day, route was not reported) for peritonitis. At the time of this report, the patient was covering from the peritonitis event. Pd therapy was ongoing. No additional information is available.